Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer reported receiving alarms of calibration not accepted and change sensor. The customer treated the high blood glucose level with the insulin pump. The customer¿s blood glucose level was 183 mg/dl or 191 mg/dl at the time of the incident. The customer did troubleshoot the sensor issues. The customer reported getting low and kept eating glucose tablets, suspend the insulin pump and went to sleep. The customer awoke with the high blood glucose. The technician offered to troubleshoot the high blood glucose, but the customer declined. The insulin pump will not be returned for analysis.